Event description:
The following has been reported: biomed reported: "pump problem" "pump that needs to be evaluated. The pump has been cleaned and multiple cassettes has been used to trouble shoot pump.' Patient harm: unknown. A preliminary review identified the following issue: pneumatic valve leak failure (valve 1). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned due to pneumatic valve leak failure (valve 1). Unit started up with double red pump alarm. Log files indicated pneumatic valve leak failure (valve 1) and pneumatic valve leak failure (valve 2). Performed the recharge/hardware test and unit failed. Installed the pneumatic engineering test assembly and error did not occur. Internal investigation found braided ground wires. Manifold assembly and braided ground wires will be removed and replaced during repair process. No other damage found.